Event description:
It was reported to philips that the system's host computer was intermittently unable to boot up, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the host computer was unable to boot up. Upon troubleshooting, fse found that the host pc was non complaint. To resolve the issue, fse replaced the host pc. The defective component was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.